Event description:
The facility reported a colleague infusion pump with a failure code of 516:320:654. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 516:320:654 was not confirmed during product evaluation by baxter service personnel. Instead, failure 516:329:654:0000 was discovered and confirmed in the event history on the reported occurrence date. This condition was due to a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. The user interface module software version for this device is colleague 2006 (5.09.90). A service history review revealed that this device has not been serviced prior to this event.